Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery because the device was not cycling; therefore, the ipp was not inflating. Cylinders and pump were removed and replaced. The existing reservoir remains implanted but out of service, and a new reservoir was implanted. There were no patient complications reported.